Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer states the customer called and alleged that the caster just fell off. Dealer called back and it is clear that the bed is being moved back and forth with the customer in the bed due to the markings on the floor. Caster is bent at the fork and looks like it has been straightened.